Manufacturer narrative:
Event date (date of published article) title: endovascular treatment of patients with isolated mesenteric artery dissection aneurysm: bare stents alone versus stent assisted coiling eur j vasc endovasc surg (2019) 57, 400e406 https://doi.org/10.1016/j.ejvs.2018.08.057. If information is provided in the future, a supplemental report will be issued.

Event description:
A (B)(6) man presented with acute abdominal pain that had lasted for three days. Superior mesenteric arteriography demonstrated dissection aneurysm at the curve of the sma, and the true lumen was compressed. Superior mesenteric arteriography demonstrated complete resolution of the dissection aneurysm immediately after placement of two bare stents. Contrast enhanced computed tomography (CT) demonstrated that the dissection aneurysm was completely thrombosed with good stent patency one month after treatment. A new dissection aneurysm was observed on the repeat contrast enhanced CT scan performed six months later. Superior mesenteric arteriography demonstrated the dissection aneurysm, and complete resolution of the dissection aneurysm was achieved after coiling via the stent mesh using a microcatheter. Complete resolution of the dissection aneurysm with good stent patency was observed one year after treatment. Severe stenosis of a branch of the sma was also observed on superior mesenteric arteriography.